Event description:
On (B)(6), 2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In an additional follow-up call, the patient¿s pd nurse confirmed the patient was hospitalized on (B)(6), 2023 for symptoms of abdominal pain. While hospitalized, the patient had a pd culture obtained and the patient diagnosed with peritonitis. The pd nurse did not have the pd culture results available. The patient was treated with unknown antibiotic therapy and continued pd treatments. At the time follow-up was completed, the patient remained in the hospital due to non-dialysis related comorbid conditions (according to the pd nurse). The nurse indicated that the patient did not have any issues with fresenius products in relation to the peritonitis event. The nurse was not able to provide the exact cause of the patient¿s peritonitis. However, it was stated that the peritonitis may have been due to a breach in aseptic technique (during the pd exchange) due to the patient¿s vision.

Manufacturer narrative:
Correction: h10 clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd culture results are not available, and the cause of the peritonitis cannot be determined. However, peritonitis is a well-documented complication in patients undergoing pd therapy often caused by a breach in aseptic technique during the pd exchange. It was reported by the patient¿s pd nurse that the event may have been associated with a breach in technique due to the patient¿s vision.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6), 2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In an additional follow-up call, the patient¿s pd nurse confirmed the patient was hospitalized on (B)(6), 2023 for symptoms of abdominal pain. While hospitalized, the patient had a pd culture obtained and the patient diagnosed with peritonitis. The pd nurse did not have the pd culture results available. The patient was treated with unknown antibiotic therapy and continued pd treatments. At the time follow-up was completed, the patient remained in the hospital due to non-dialysis related comorbid conditions (according to the pd nurse). The nurse indicated that the patient did not have any issues with fresenius products in relation to the peritonitis event. The nurse was not able to provide the exact cause of the patient¿s peritonitis. However, it was stated that the peritonitis may have been due to a breach in aseptic technique (during the pd exchange) due to the patient¿s vision.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In an additional follow-up call, the patient¿s pd nurse confirmed the patient was hospitalized on (B)(6) 2023 for symptoms of abdominal pain. While hospitalized, the patient had a pd culture obtained and the patient diagnosed with peritonitis. The pd nurse did not have the pd culture results available. The patient was treated with unknown antibiotic therapy and continued pd treatments. At the time follow-up was completed, the patient remained in the hospital due to non-dialysis related comorbid conditions (according to the pd nurse). The nurse indicated that the patient did not have any issues with fresenius products in relation to the peritonitis event. The nurse was not able to provide the exact cause of the patient¿s peritonitis. However, it was stated that the peritonitis may have been due to a breach in aseptic technique (during the pd exchange) due to the patient¿s vision.